Manufacturer narrative:
Other, other text: device evaluation: the device was returned for evaluation. The device was given functional and delivery testing: the device passed testing. The reported issue could not be confirmed because the device tested within specifications for the system (+/-6% delivery error).

Event description:
It was reported that smiths medical cadd solis pump 2120, had an out of range error code. No adverse patient effects were reported.